Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Prior to running samples on the instrument, the customer replaced the integrated multi-sensor technology (imt) sensor. The customer ran a diluent check, which passed. The customer did not run quality controls (qc) after replacing the imt sensor. The customer ran qc the next day, which was within laboratory range but low out of range for the peer range. Ccc recommended the customer to narrow their qc ranges to be more in line with peer ranges. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely depressed na results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on nine patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). On the next day, the customer obtained additional discordant, falsely low results on two patient samples (sample 10 and sample 11) on the same instrument. The additional discordant results were reported to the physician(s), and the patients were admitted to the hospital for treatment. It is unknown what treatment was administered. The two patients were redrawn and the new samples were tested on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant, falsely depressed na results.